Event description:
It was reported that during inspection at the manufacturing facility, the o-ring was missing. There was no patient involvement, no adverse consequences, no medical intervention and no procedural delays.